Manufacturer narrative:
(B)(4). This event involves three baxter products. This medwatch is being submitted for the second of those three products. As the patients discard supplies after each therapy, the sample was not requested. If additional information becomes available, a follow up report will be submitted.

Event description:
The home patient's wife was contacted regarding an unrelated report and stated that the home patient was having severe stomach pain and went into the hospital on (B)(6) 2010, where he was diagnosed with peritonitis. It was determined that the patient's catheter was not functioning and surgery was performed to remove the peritoneal dialysis catheter and place a hemodialysis catheter in the patient's chest until the infection is resolved.

Manufacturer narrative:
(B)(4). A batch review was conducted on associated lots (h10d30064) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.